Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit failed pim test. There was no patient involvement.

Manufacturer narrative:
The fse replaced pneumatic module assy, rohs (d997-00-1178). Also battery in bay 2 was also expired. Fse replaced 7 li-ion battery pack, tested (d146-00-0097). Fse performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Event description:
N/a.